Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump did not recognize the filled cartridge, and she obtained loss of prime messages after priming the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): the black box history showed no evidence of loss of cartridge detection. The pump performed the rewind, load and prime steps without issues. The pump was exercised for 24 hours on a one unit per hour basal program with no alarms or interruptions. The force sensor calibration was tested and confirmed to be within specifications. The pump was opened and no force sensor defects were found.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.